Event description:
Related manufacture reference number: 2017865-2023-11025 it was reported that the patient presented prior to generator exchange procedure. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing and the right ventricular lead exhibited high capture threshold. Both leads were explanted and replaced on 16 feb 2023. The patient was in stable condition.